Manufacturer narrative:
(B)(4).

Event description:
It was reported that the tip of the swg (spring wire guide) was found broken at opening the kit. It could not be used; a new kit was opened.

Event description:
It was reported that the tip of the swg (spring wire guide) was found broken at opening the kit. It could not be used; a new kit was opened.

Manufacturer narrative:
(B)(4). The customer returned one spring-wire guide (swg) for analysis. The guide wire cap and the advancer tub were not returned by the customer. No signs-of-use were observed on the returned sample. Visual analysis revealed that the guide wire was kinked/bent near the distal end. The kink caused the distal j-bend to be slightly misshapen. Microscopic examination confirmed the kink. The proximal and distal welds appeared spherical and intact. The location of the kink and absence of the end cap is consistent with damage resulting from the guide wire assembly being damaged during shipping/distribution of the product. No defects or anomalies were observed on the guide wire tubing. The kink/bend in the guide wire measured approximately 27mm from the distal weld. The guide wire total length measured 601mm, which is within the specification limits of 594mm-604mm per the marked guide wire graphic. The guide wire outer diameter measured .804mm, which is within the specification limits of .788mm-.826mm per the marked guide wire graphic. The guide wire was passed through a lab inventory ars/introducer needle subassembly. Little to no resistance was observed as the guide wire was able to pass completely through the subassembly. A lab inventory advancer tube was placed on the assembly. The exposed portion of the guide wire was kinked adjacent to where the guide wire exits the advancer tube. A manual tug test confirmed that the proximal and distal welds were secure and intact. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis of the guide wire revealed a kink/bend on the guide wire near the distal end. The advancer tubing and the tubing cap were not returned with the rest of the assembly. Additional testing revealed that the bend was located adjacent to where the guide wire exits the advancer tubing. Hence, the observed defect is consistent with damage occurring during transit. The guide wire met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the report from the customer that the damage was observed upon opening the kit, storage and shipping likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.